Event description:
The facility reported that a patient partially slid out of a sling while being lifted. Reportedly the patient was lifted about 2 feet from the floor. The patient's body then tilted and his left side slid to the floor, causing him to strike the left side of his head and shoulder. Part of his body remained in the sling. The patient experienced pain and discomfort in his left shoulder. X-rays revealed no injuries. Follow-up with an orthopedic surgeon was planned.

Manufacturer narrative:
The lift was inspected by an arjo investigator and no deficiencies were found apart from scratches to the paint. The sling appears to be a maa4031-xl toilet sling; however it was found to be in a severely worn state and could not be identified. The sling was fraying and stitching was coming loose. The guidelines of use of slings states "the operational life of the sling/stretcher is dependent on the actual use conditions. Therefore, before use, always make sure that the sling/stretcher, loops, cords and straps do not show signs of fraying, tearing or other damage and that there is no damage [....] To the attachment clips. If such damage is observed, do not use the sling." It was reported that the patient used an extra large sling, which seems rather large for that weight. However, it is particularly difficult to indicate the correct size to use without evaluation of the patient's height, weight and girth. For this transfer, a toilet sling was used. A toilet sling has less fabric around the pelvis, allowing for the best possible access when toileting. The trade-off for the easy access is that less support is present around the pelvis, which makes this sling unsuited for any transfer other than toileting. It was stated that during the transfer the patient "tilted" and some kind of drop ensued, but there has been no indication as to what patient condition might have caused the tilt. The operating and product care instructions warn "before lifting a patient, a clinical assessment of the patient's condition and suitability should be carried out by a qualified person." Based on the information received, the manufacturer cannot come to a definitive root cause for the incident, but has found several indications that appear to point towards insufficient knowledge and actions by staff to carry out safe transfers. The most likely root cause appears to be the unsuitability of the patient to be transferred with a toilet sling. The manufacturer strongly recommends retraining of the staff towards the correct evaluation of sling and patient before use.